Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 20-dec-2022. The problem was found on 11-25-2022 during testing. There was no patient involvement and no regulatory bodies have been notified.

Manufacturer narrative:
Health impact and evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection noted the device was received in with no unacceptable damages. Functional testing confirmed the complaint when there was no pneumatic alarm. The cause of the issue was a faulty alarm reed. The root cause of the faulty alarm reed could not be identified. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. The alarm reed was replaced, installed an MRI battery, sintered filter, and orings for the preventative maintenance (pm), replaced large knob. Performed pm testing, cleaned and affixed service label. The device passed all functional testing after the repairs were completed.

Event description:
It was reported the device had a system failure. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device manufacturing date could not be determined.